Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was scheduled to undergo surgical intervention to implant a lead on (B)(6) 2019. During the procedure, the physician was unable to implant the lead as he was unable to access the epidural space. As a result, the procedure was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.